Event description:
It was reported that the atrial lead had high impedance, was sensing the ventricle, and had no capture. An x-ray showed a lead fracture. An attempt was made to implant a new lead but it wasn¿t possible because of vessel closure. The device was reprogrammed and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: implantable pulse generator; 4086, implantable pacing lead. (B)(4).